Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, concentric target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery. A 2.75 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. However, after the device was removed from the patient's body, it was noted that the tip of the stent was lifted. The procedure was completed with a non-bsc device. No patient complications were reported.